Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 46 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Medical conditions: no concomitant medication. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced dysmenorrhoea ("painful periods") and ovulation pain ("painful ovulation"). On (B)(6) 2021 she experienced inflammation ("inflammation"). On (B)(6) 2021 she experienced pelvic pain (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, inflammation, dysmenorrhoea or ovulation pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and inflammation ("inflammation") in a 46 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Medical conditions: no concomitant medication. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced dysmenorrhoea ("painful periods") and ovulation pain ("painful ovulation"). On (B)(6) 2021 she experienced inflammation (seriousness criterion medically important). On (B)(6) 2021 she experienced pelvic pain (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, inflammation, dysmenorrhoea or ovulation pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-aug-2023: quality safety evaluation of ptc. After internal review, the event inflammation was upgraded to serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.